Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the 0.035" j-tip guidewire of enroute transcarotid neuroprotection system retracted during arterial sheath insertion. Imaging revealed a dissection in the common carotid artery (cca) below the bifurcation. The guidewire retraction could be possibly due to user not securing the wire properly during arterial sheath advancement. The physician closed the arteriotomy, a tunnel was created, and the artery was re-accessed proximal to the original access site. A new nps was opened, and the case was completed by placing the initial stent lower into the common carotid artery (cca) to cover the dissection. Post tcar procedure the patient failed the neurological exam and was unable to move her right side. Imaging revealed dissection flap had reopened leading to disruption of flow, stent thrombosis and stroke symptoms. The physician performed a carotid endarterectomy (cea) and the stent was explanted. The patient's symptoms have not yet resolved. This report is being submitted out of abundance of caution, as it is unknown if the reported event is related to user error, procedural issues or a silk road medical device.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to user error, procedural issues or a silk road medical device, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.